Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving clonidine, baclofen, and morphine via an implantable infusion pump. It was reported that the pump that was implanted in 2007 failed because it wasn't giving medication. The pump was replaced in 2009. No patient symptoms were reported. The patient's healthcare provider (hcp) at the time of the pump replacement no longer practices medicine. The patient identification, other medications, pertinent medical history, product information, troubleshooting, and cause related to the event were not reported. Further follow-up was conducted; however the fields could not be obtained. Should additional be received a supplemental report will be submitted.